Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed out sooner than the 120 seconds it was set to. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support and further discussed the issue with a pump trainer.